Event description:
It was reported that a patient underwent a c6 corpectomy procedure. The surgeon inserted the plate holding pin into the left side of the cervical plate at c5. As the plate pin was being removed from the plate, it fractured. The threaded tip of the pin could not be retrieved and remains in the c5 vertebral body of the patient. Although the device was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
Outcome is udf (unretrievable device fragment). (B)(6). Patient (B)(4): (no known consequences or impact to patient). Device (B)(4) (device fragments in patient. Location : hospital.

Manufacturer narrative:
Product analysis results: "visual review of the returned instrument confirms pin fracture. Microscopic examination of fracture surface identifies a quasi-ductile fracture with circular material flow and helical morphology consistent with torsional overload. The above observations are consistent with torsional overload."